Event description:
It was reported that the tip of the bd¿ syringe with needle barrel was found broken before use. The following information was provided by the initial reporter, translated from chinese: "before using the syringe to draw the liquid medicine, the nurse found that the tip of the barrel of the syringe was broken, and did not use the syringe after reporting it."

Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.